Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over to stations. A technical support specialist dialed into the server and ran a server downtime query, which showed that carefusion coordination engine (cce) with 12,033 messages pending for processing, restarted the external messaging service, external communication service, external inbound process service, listener adapter service, listener adapter service, port sharing service, and the world wide web service, then reran the server downtime query and confirmed that messages were gradually draining. The processed time updated to current, and all available processing messages were successfully cleared. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient was not crossing over the medstation and need to add temporary patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.